Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for color variation in the hemogard shield of the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, some color variation was also observed in the hemogard shield. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and retains, the customer¿s indicated failure mode for color variation in the hemogard shield with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper color on a bd vacutainer® sst¿ ii advance plus blood collection tubes is lighter. There was no report of serious injury, blood exposure, or medical intervention.